Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The device had a bowed front panel, cracked housing and battery compartment. The gas supply indicator is damaged. During the evaluation of the device, there was noted impact to the device as it was dropped by the customer. The damaged components were replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator was dropped and sustained some physical damage. The knobs on the ventilator were missing, and the flow rates were off. No patient injury or complications were reported in relation to this event.